Manufacturer narrative:
(B)(6). Complaint is valid, examination of photos and return product verifies inner seal missed at seal operation. Review of device history records found units released for distribution with no deviation or anomaly. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a femoral fixation procedure on an unknown date. During the procedure, it was noted that the inner packaging of the toggleloc ziploop was not sealed. Another toggleloc ziploop was utilized to complete the procedure.